Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2016. The fse confirmed the leak and dried buildup under the instrument. He observed a slight dripping coming from a split in the tubing through pinch valve vl14c. The fse replaced the defective tubing through vl14c, which resolved the leak. The instrument ran without leaks and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a fluid leak of approximately 10 ml from under a coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The customer was performing startup when the leak was observed. There were no errors or system messages reported in conjunction with the leak. The instrument was powered off until it could be evaluated by service. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.